Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported to technical support that a dry acid mixer experienced not filling in both rinse or dissolution mode and a burning smell. The displayed board, cpu fill valve, and cable were all replaced which resolved the reported issue. The mixer has been repaired and returned to service. The burning smell was from the fill valve. The valve had burnt as water went through it. The front of the mixer was covered with soot from the burnt valve. There was no patient involvement, no harm or adverse event reported as the issue occurred prior to treatment. The components were discarded and longer available to be returned for evaluation.

Manufacturer narrative:
Additional information: d9. H3 plant investigation: plant investigation: the actual display board assembly and programmed central processing unit (cpu) were returned to the manufacturer for physical evaluation. Exterior inspection of the display board revealed no discrepancies. The fill valve relay failed to function when the display board was connected to a display board test fixture. The relay failure was resolved by replacing the k1 relay. The display board then passed all tests per procedure 507656. Exterior inspection of the programmed cpu revealed no discrepancies. The cpu was checked with a programmer and found to be properly programmed. The fill valve and fill valve cable have not been received for investigation. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a failed fill valve relay. The parts were returned to return goods following the evaluation.

Event description:
A user facility biomedical technician reported to technical support that a dry acid mixer experienced not filling in both rinse or dissolution mode and a burning smell. The displayed board, cpu fill valve, and cable were all replaced which resolved the reported issue. The mixer has been repaired and returned to service. The burning smell was from the fill valve. The valve had burnt as water went through it. The front of the mixer was covered with soot from the burnt valve. There was no patient involvement, no harm or adverse event reported as the issue occurred prior to treatment. The components were discarded and longer available to be returned for evaluation.